Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage + 2000h preventive maintenance in an arctic sun device. Per sample evaluation results on 30jan2026, failed to reach the target temperature (heater issue). Control panel stay black when power cycle after some hours. Fill tube dirty, cracks on level sensor.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed heater. The device was evaluated upon receipt. It was found that the heater failed. The heater was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6) hospital; (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leakage + 2000h preventive maintenance in an arctic sun device. Per sample evaluation results on 30jan2026, failed to reach the target temperature (heater issue). Control panel stay black when power cycle after some hours. Fill tube dirty, cracks on level sensor.